Manufacturer narrative:
Failure analysis found failed self-test alarm during self-test due to faulty radio frequency board. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that they received two failed self-test alarms. Customer's current blood glucose was 99 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.